Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that the distal part of the decompression tube of the one step button initial placement gastrostomy kit was broken when attached to the button during a peg placement procedure. According to the complainant, the tube was removed from the button by hand. Another one step button initial placement gastrostomy kit was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.